Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, condensation continued to accumulate in the bom 7 mm extended length endoscope tip following dissection, during branch litigation; making visualization difficult and added additional time to the harvest. The amount of time was not provided by the hospital. The same device was used to complete the procedure. The hospital did not report any patient effects.